Event description:
It was reported that while the user was sitting in a tilt in his powered wheelchair, it burst into flames. The user had to wiggle his way out of the chair and fell on the ground. The user's wife used a fire extinguisher to put out the flames. When the user "came to," he was covered in fire extinguisher dust and he couldn't breathe due to thick smoke. The user was pulled out of his house by the neighbor. It is unknown if medical intervention occured. Additional information was requested, but is not available at this time.